Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged due to patient's twiddler's syndrome. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the lead body appears slightly twisted, at about one revolution. There were traces of dried fluid/blood in the lumen.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged due to patient's twiddler's syndrome. The lead was explanted. No additional adverse patient effects were reported. This supplemental report is being field because device evaluation was completed.